Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The patient's height was reported as (B)(6) cm. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by severe abdominal pain and turbid dialysate. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. The patient began treatment with unspecified antibiotics (dosage, route, duration and frequency not reported) for peritonitis. After three days, the patient did not respond to the antibiotic treatment. At the time of this report, the patient was not recovered from the peritonitis. Three days after the onset, the pd therapy was discontinued. On an unreported date, the patient¿s pd catheter was removed. No additional information was available at this time.